Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. Visual inspection of the device revealed that the shaft was intact with no kinks or bends. Inspection of the remainder of the device revealed that the deployment rack was broken. The rack lock was intact on the device. Further examination showed that the stent was partially deployed approximately 8mm from the middle sheath end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent premature deployment occurred. A 7x60x120 epic stent was selected for use to treat the lesion. However, during the procedure when the outer cover of the stent was opened, part of the stent flowered out from the delivery sheath. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent premature deployment occurred. A 7x60x120 epic¿ stent was selected for use to treat the lesion. However, during the procedure when the outer cover of the stent was opened, part of the stent flowered out from the delivery sheath. The procedure was completed with another of the same device. No patient complications were reported.